Event description:
It was reported that during coil placement, the main coil stretched. The physician decided to use a gooseneck retriever to remove the coil safely. There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis; therefore, analysis cannot be performed. Information available confirmed that the coil was confirmed to be in good condition post unpacking and preparation. Based on the information available, it is probable that procedural factors encountered resulted in snaring of the coil from the patient's body. Therefore, a root cause of operational context has been assigned to this event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil placement, the main coil stretched. The physician decided to use a gooseneck retriever to remove the coil safely. There were no clinical consequences reported to the patient.